Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided kidney biopsy procedure through normal density tissue using the maxcore instrument. During the procedure, the outer cannula could not be fired. It was further reported that the firing button got a bit stuck but still can be pressed. No coaxial was used, and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. The first photo shows the device placed upon the package with backward position and covered the needle with needle protector. The second photo shows the device placed inside of the package with backward position and covered the needle with needle protector. The third photo shows the device placed upon the package with full primed position and side trigger was visualized and covered the needle with needle protector. The three maxcore devices product labelling information which does match and verifies with tw. No other visual anomalies are observed. Therefore, based on the photo review the investigation is kept as inconclusive for the reported failure to fire issue as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using the maxcore instrument. During the procedure, the outer cannula of the device failed to fire. It was further reported that the firing button got a bit stuck but still can be pressed. No coaxial was used, and the procedure was completed using another device. There was no reported patient injury.